Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen (500 mcg/ml at 91 mcg/day) via an implantable pump. It was reported that the patient showed infection symptoms on (B)(6) 2021, a few days after pump replacement. Analysis from the hospital showed an infection with s. Aureus. The system was explanted due to infection. The pump and complete catheter were explanted. The devices were requested to be returned but had been discarded by the healthcare provider. It was unknown if the devices were replaced. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2021. The patient's medical history and weight at the time of the event was unknown or would not be made available.